Event description:
Nurses noted difficulty with blood draws through cath. Portagram completed and extravasation of contrast noted from mid-portion of catheter between clavicle and rib. Partial fracture of catheter was diagnosed by radiology.